Event description:
It was reported that during an implant when the physician was suturing the right atrial (ra) lead, the lead was found to be dislodged via review of fluoroscopy. Repositioning was attempted but low impedance was noted. The ra lead was replaced.

Manufacturer narrative:
The reported event of dislodgement was not confirmed, while the reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region. Electrical testing found internal shorts between conductors due to the damaged inner coil, consistent with procedural damage.